Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized with high blood glucose level and diabetes ketoacidosis on (B)(6) 2017. Customer's blood glucose value was 800 mg/dl at the time of the incident. They were off the insulin pump for greater than 48 hours during the hospitalization. The customer also reported that they had experienced a high blood glucose of 600 mg/dl. The customer treated with insulin pump. Their current blood glucose was 129 mg/dl. The customer declined for high blood glucose. Customer will not return device for analysis.